Event description:
The patient claimed that the up buttons required several presses to activate the desired pump functions. The patient mentioned that the alleged issue has been going on for about 4-5 months. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Evaluation is not complete. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was intact. The up arrow keypad button responded intermittently when pressed. All other keypad buttons responded appropriately when pressed. The keypad was removed for investigation and revealed adhesive under all the button contacts.